Event description:
Boston scientific received information that this pacemaker displayed a message indicating the voltage was too low. Technical services discussed the battery voltage was dropping faster than expected and recommended replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation.

Manufacturer narrative:
(B)(4). It was reported the patient was scheduled for a replacement procedure at a later date and would received another manufacturer's device. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.